Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, the user¿s mother reported that a cartridge had shattered inside the ilet, causing insulin to leak into the device. As a result, the device would not charge or respond. The user's blood glucose (bg) was not affected. No symptoms or user injury were reported during the event, and no outside assistance, or medical intervention were reported at the time of call.